Manufacturer narrative:
The t:slim x2 pump user guide states: "a resume pump alarm will occur if insulin delivery is stopped for more than fifteen minutes", and "your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when insulin delivery was stopped, due to receiving an auto-off alarm or stopped intentionally by the customer, the pump did not display "all deliveries stopped" on the pump screen. Reportedly, on multiple occasions, the customer mistakenly thought insulin delivery was resumed. Subsequently, the customer's blood glucose (bg) level rose to the 350s (mg/dl) and the customer felt sick due to insulin being stopped. The customer confirmed receiving resume pump alarms. The customer declined to upload the pump data logs for review by tandem technical support.